Manufacturer narrative:
The device, used in treatment, was returned and evaluated. A visual inspection of the returned insert shows minor damage to the lock detail, more than likely from trying to force the insert to lock into the baseplate. A dimensional evaluation could not be completed due to the damage to the lock detail. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a primary tka surgery, the gii ps insert sz 5-6 9mm could not be driven into the anterolateral locking mechanism slot of the tibial basplate during installation. After repeated cleaning of the anterior and posterior locking mechanism slot of the tibial baseplate and the surrounding soft tissues, complete locking could not be performed eventually. Procedure finished with s/n backup device. Surgical delay of less than or equal to 30 minutes.